Event description:
Admitted following episode of syncope. Had syncope associated with asystole in hosp. Permanent pacer placed. Pt had cardiac arrest 4/5/96, 4/6/96. Pacemaker failed to capture. There was unsuccessful resuscitation , pt expired on 4/6/96. No autopsy was done.